Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom and rail component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The stapler was received with a fully formed staple loaded. Upon engagement of the trigger the fully formed staple that was already loaded in the stapler and an unformed staple released at the same time. Another fire attempt was made, and a backwards staple formed due to the misalignment of the staples; the backwards staple did not release. Proper functional inspection could not be continued due to the misalignment of the staples. Device history record review investigation did not show issues related to complaint. Non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(6) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.